Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint from the united states reports that a t handle cracked during a procedure. All the pieces were recovered. The procedure had a delay between 0-30 min. The surgery was completed with a smith and nephew backup. No patient injury, harm or other complications were reported. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Visual inspection of the returned device confirms that the device's handle is cracked, damaged and has signs of wear and tear from use. The device was manufactured in 2018 a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that during procedure thr that the handle cracked inside the patient, but all pieces were recovered. The procedure had a delay between 0-30 min. The surgery was completed with a smith & nephew backup. No patient injury or other complications were reported.